Manufacturer narrative:
The event history log by baxter indicated that the heparin infusion was started approximately 8 minutes after midnight (gmt- central standard time) on the day of the reported event. The drug specification was listed at 25000 units/250 ml. The rate of infusion was confirmed at 17 ml/hr, with a 10 ml vtbi, resulting in 1700 units/hr dose. The flow was confirmed by the user. Twenty-one minutes later, the pump was stopped by the user with 5.8 ml given and 4.2 ml remaining. The pump was still programmed to run at 17 ml/hr rate. The flow was confirmed by the user at this time. Eight minutes later, the pump was stopped by the user with 8.0 ml given and 2.0 ml remaining. The pump was still programmed to run at 17 ml/hr rate. At this time, the flow was not initiated due to the user stopped the pump. The ehl showed the pump entered sleep mode at this time. Six minutes later, the pump exits sleep mode, the clamp was inserted and the process to unload the set was completed. At this time, the pump entered sleep mode with unloaded status. One minute later, the pump exits sleep mode and was loaded again, with parameters being set for a new patient. An event history log performed by the facility indicated that the user pressed the 'run/stop' key following the 'infusion complete' notification and after the pump entered into keep vein open (kvo). It was clarified by the facility that the kvo rate is determined by the master drug library and is typically associated with the drug rate. A review of the event history log by baxter did not show an 'infusion complete' alarm as reported by the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient being treated with heparin infusing on a spectrum infusion pump passed away. It was reported that towards the end of the heparin infusion, the spectrum infusion pump triggered an 'infusion complete' alarm. The nurse inadvertently, while attempting to silence the alarm, "possibly stopped or turned off" the pump. Ten minutes after the stopping the pump the patient's condition declined (not further described) and they passed away. The cause of death was not reported. It was not reported if an autopsy was performed. No additional information is available.